Event description:
The user called on (B)(6) 2025 and mentioned that on an unspecified date in late on (B)(6) 2024, the user experienced severe hypoglycemia, with a blood glucose (bg) level as low as 27 mg/dl. The user became unresponsive, and emergency medical services (ems) were called. Ems transported the user to the emergency room (ER), where they were observed for 5-6 hours before being released. The user could not recall what was taken to treat the low bg or the specific treatment provided by ems.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.